Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 197 mg/dl, 134 mg/dl, 400 mg/dl, 224 mg/dl and 128 mg/dl when all tests were performed within 10 minutes on the compact system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that the strips were discarded and so no product will be returned for evaluation.